Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe passive¿ needle guard separated. The following was received by the initial reporter: we have received a new complaint from a clinic in finland regarding a syringe falling out of safety device. It was registered with our ID (B)(4). This complaint is reported to you by email since I am not able to report complaints in the bd portal. I have reported this to support. Complaint description: ¿the cartridge part containing the medicine and the needle is not attached to the syringe itself. Nurse's description of the preparing for use: "the part which contains the medicine was apparently not attached to the syringe (plastic part). While I was trying to take the cap off, the safety spring went off and bounced off the medicine part. The review revealed that the medicine part was not attached to the plastic syringe at all.¿ bd component ultra safe plus x100l png clear (47451130), lot no: 1165711.

Event description:
It was reported that the bd ultrasafe passive¿ needle guard separated. The following was received by the initial reporter: we have received a new complaint from a clinic in finland regarding a syringe falling out of safety device. It was registered with our ID (B)(4). This complaint is reported to you by email since I am not able to report complaints in the bd portal. I have reported this to support. Complaint description: ¿the cartridge part containing the medicine and the needle is not attached to the syringe itself. Nurse's description of the preparing for use: "the part which contains the medicine was apparently not attached to the syringe (plastic part). While I was trying to take the cap off, the safety spring went off and bounced off the medicine part. The review revealed that the medicine part was not attached to the plastic syringe at all.¿. Bd component : ultra safe plus x100l png clear (47451130), lot no: 1165711. Bd component : ultra safe plus x100l png clear (47451130), lot no: 1165711.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bd.